Event description:
It was reported that during right internal carotid (ica) c6 segment aneurysm procedure, the operator established access with a guidewire and a microcatheter. Next, the operator prepared the subject flow diverter stent and then transferred it from the introducer sheath into the microcatheter. However, when pushing the delivery wire of the subject stent, the operator encountered significant resistance at the junction between the microcatheter's hub and shaft. Thus, the operator replaced the microcatheter. After establishing access again, the subject stent was transferred from the introducer sheath into the second microcatheter. However, the subject stent still encountered extreme resistance at the connection between the microcatheter's hub and shaft. During retraction of the subject stent system, it deployed at the junction between the microcatheter's hub and shaft, with half of the subject stent being inside of the microcatheter's shaft and the other half inside the hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9. Product available to stryker: updated, d9. Returned to manufacturer on: updated, h3. Device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, two microcatheters were returned. The stent was returned inserted in one of the microcatheter hub. The subject stent delivery wire (sdw) was returned and was noted to be kinked throughout. The subject stent was examined and removed from the microcatheter hub. The subject stent was confirmed to be a 4.5mm stent but was significantly deformed. The sdw coil was stretched and the distal protection assembly (dpa) was deployed. The resheath pad was noted to be engulfed by a microcatheter marker band and what looked to be polytetrafluoroethylene (ptfe) from the microcatheter. Both marker bands from the returned microcatheter were confirmed to be present. The stent introducer sheath was not returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ¿after opening the packaging, the subject stent was thoroughly rinsed and vented and then transferred from the introducing sheath into the microcatheter. After confirming alignment, the physician began to push the stent. However, when pushing the delivery wire of the subject stent, the physician encountered significant resistance at the junction between the microcatheter hub and the microcatheter. The physician suspected an issue with the microcatheter, as it was unable to deliver the stent. Consequently, a second microcatheter was substituted. After establishing access again, the stent was transferred from the introducing sheath into the second microcatheter. Nevertheless, the stent still encountered extreme resistance at the connection between the microcatheter shaft and the hub, rendering it immovable. Upon retracting the stent system, it was discovered that the stent had deployed at the junction between the microcatheter shaft and the hub, with half of the subject stent inside the microcatheter shaft and the other half inside the hub. The physician believed that the second microcatheter, being from the same lot as the first, exhibited the same resistance issue at the hub-microcatheter junction, ultimately leading to stent detachment¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be severely tortuous which most likely contributed to the reported event. Other devices used in the procedure in conjunction with the subject device was microcatheter. Product analysis found the subject stent device was returned with two microcatheters. The subject stent was returned inserted in one of the microcatheter hub (microcatheter device no. 2). The sdw was returned and was noted to be kinked throughout. The stent was examined and removed from device no. 2 microcatheter hub. The stent was confirmed to be a 4.5mm stent but was significantly deformed. The distal sdw coil was stretched and the dpa was deployed. The resheath pad was noted to be engulfed by an microcatheter marker band and what looked to be polytetrafluoroethylene (ptfe) from the microcatheter. Both marker bands from the returned microcatheters were confirmed to be present. It is unknown what device the additional marker band came from, but additional information was requested to help with this, and no further guidance was received. With consultations from r&d engineers it is assumed (not definitive) that this marker band and ptfe, was from the 3rd microcatheter that successfully completed the procedure. This was not conclusively confirmed. The stent introducer sheath was not returned. The damaged sdw and stent most likely occurred due to the possibility that no rotating hemostatic valve (rhv) was used during the insertion process or under tightening of the rhv, was used during the insertion process along with the patient¿s severely tortuous vessel. A significant force would have had to have been applied to have caused this extensive damage. As a result, the first damaged microcatheter was removed and changed to the 2nd microcatheter where the stent became stuck in the hub. The second microcatheter was exchanged for the 3rd microcatheter where the procedure was carried out successfully, but it can be most likley concluded that after the procedure the microcatheter tip marker band was became damaged and detached becoming stuck on the sdw resheath pad. Additional information was requested to help further with this investigation, but responses received did not clarify the situation. An assignable cause of procedural factors will be assigned to the reported ¿stent deployed prematurely during use¿ and ¿stent difficult/unable to transfer¿ and analysed ¿stent deployed prematurely during use¿, ¿stent deformed, ¿sdw kinked/bent, ¿sdw deformed, ¿resheath pad dislodged/damaged, ¿device interaction with another device as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during right internal carotid (ica) c6 segment aneurysm procedure, the operator established access with a guidewire and a microcatheter. Next, the operator prepared the subject flow diverter stent and then transferred it from the introducer sheath into the microcatheter. However, when pushing the delivery wire of the subject stent, the operator encountered significant resistance at the junction between the microcatheter's hub and shaft. Thus, the operator replaced the microcatheter. After establishing access again, the subject stent was transferred from the introducer sheath into the second microcatheter. However, the subject stent still encountered extreme resistance at the connection between the microcatheter's hub and shaft. During retraction of the subject stent system, it deployed at the junction between the microcatheter's hub and shaft, with half of the subject stent being inside of the microcatheter's shaft and the other half inside the hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.